Event description:
It was reported that there was an alert from this pacemaker that radio frequency (rf) telemetry had become disabled two days after software update at routine follow-up. Premature battery depletion (pbd) was suspected. Engineering analysis of device data found a decrease in battery voltage so emergent device replacement was recommended. The patient was hospitalized due to being pacing dependent and subsequently this pacemaker was explanted. A new pacemaker was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that there was an alert from this pacemaker that radio frequency (rf) telemetry had become disabled two days after software update at routine follow-up. Premature battery depletion (pbd) was suspected. Engineering analysis of device data found a decrease in battery voltage so emergent device replacement was recommended. The patient was hospitalized due to being pacing dependent and subsequently this pacemaker was explanted. A new pacemaker was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.